Event description:
It was reported that pump experienced malfunction alarm identified by malfunction code 6, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, did not experience repeat malfunction, reloaded cartridge, resumed insulin use, and was advised to continue using pump and call back if malfunction recurred.